Event description:
The director of respiratory reported that when the resuscitator was taken from the cart to use on a patient the elbow disconnected from the mark and the oxygen connector assembly disconnected from the resuscitator bag. Another unit was obtained and used on the patient. The report was that there was no injury or harm to the patient.

Manufacturer narrative:
Co is unable to confirm or dispel the report since the resuscitator in question was not returned and the lot number was not reported. However, the instructions for use instructs teh clinician to firmly attach the elebow prior to use. Additionally, the oxygen connector assembly is designed to be removed as required by the clinician; therefore, the device is functional with or without the presence of the oxygen connector assembly. Lastly, mfg and quality assurance procedures were modified to assure that the oxygen connector assembly is firmly attached to the resuscitator. On 6/29/96, quality assurance added a check to the final release criteria to assure the oxygen connector is properly tighten. On 8/16/96, mfg discontinued the practice of rotating employees; assigned two individuals for each shift with responsibility of placing the oxygen connector assembly onto the bag. Co has produced 351 lots since the 6/96 implementation date and no loose oxygen connector assemblies have been found during the qa audit. Therefore, co believes the resuscitator reported was MFR some time before 6/29/96.